Event description:
It was reported that an ilet pump displayed alert 60 indicating a bluetooth communications error, and multiple restarts did not resolve the malfunction; the user transitioned to backup therapy and reported highest glucose of 280 mg/dl for a few hours. Symptoms included hyperglycemia without other clinical symptoms outcomes included no health consequences or impact and no medical intervention. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss and a failure to read input signal associated with the circuit board. The device powers up when charged however the bluetooth function is not available. The device was opened and checked for fluid damage or chip corrosion. None was found. A known good hoverboard was installed and the blue tooth returned. The original u4 bluetooth chip was subjected to low flow heat the increase solderability. This was unsuccessful. The u4 chip appears to be faulty which confirmed the customer reported complaint.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.